Event description:
Customer reported patient with dry eye and visual fluctuation. Patient complains of subjective dry eye but exhibits no dry eye signs (no staining, tear break up time (tbut) is normal, schemer test is normal). Patient continued to use restasis twice a day (bid) and artificial tears. Patient experienced loss of best corrected visual acuity. On (B)(6) 2012, uncorrected visual acuity was 20/40 right eye (od) and 20/50 left eye (os). On (B)(6) 2012, best corrected visual acuity was 20/25 od and 20/25 os. On (B)(6) 2013, patient follow up was received. Patient states that she is making some progress with her dry eye problem. She said she has been told by a second ophthalmologist that it may take up to 2 years for her nerves to heal back to where she will not be dry.

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support.